Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage tests among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device failed internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the internal leakage test failed with message: 'pressure transducer difference higher than 5cm h2o'. The pressure transducer test, patient circuit test and battery switch test failed as well. The pc1781 was identified as faulty and replaced to resolve the issue. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to its differential pressure transducer. The pressure transducer pcb is part of the pressure measuring in the system. The issue was decided to be reported based on available information as defective pressure transducer pcb may lead to high pressure. There was no patient involvement. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The exact root cause of the failure cannot be established. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).